Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, upon insertion of a farawave catheter into a patient, the guidewire became stuck in the guidewire lumen. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
A1: patient identifier: (B)(6); reported here due to field character limits d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here due to field character limits e1: initial reporter phone: (B)(6); reported here due to field character limits.